Manufacturer narrative:
Product was returned therefore d9 and h6 were updated

Manufacturer narrative:
E1 revised initial reporter address line 1, zip code and zip code extension since the initial report was submitted. E4 added selection as it was omitted from the initial report that was submitted.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. Suspected hemolysis was noted. Following percutaneous coronary intervention, free hemoglobin was 440 and lactate dehydrogenase was 1905. Urine output was observed to be red-tinged. The impella cp was repositioned, after which free hemoglobin decreased to 110, although lactate dehydrogenase remained elevated at 2300. Further management of the impella device was planned based on upcoming laboratory reassessment. The patient also had bleeding at the access site that resolved, and a central venous pressure of 4 was noted post-procedure. The reported events are hemolysis and device in wrong position. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions with possible contribution from device position.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.